Event description:
It was reported that during the implant procedure via the right femoral artery of this transcatheter bioprosthetic aortic valve, a balloon valvuloplasty of the existing non-medtronic transcatheter aortic valve was performed. The medtronic valve was then implanted valve-in-valve and underexpansion of the medtronic valve was identified. A post-implant balloon valvuloplasty was performed. Additionally, excess bleeding occurred during an unspecified surgical procedure to close the right femoral artery. Three units of packed red blood cells and 1 unit of fresh frozen plasma were transfused. Unspecified medication was also administered. Hospitalization was prolonged as result of this event. The event was reported as unrelated to the medtronic products but causal related to the implant procedure. The event was reported as resolving.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26; product lot/serial number (B)(6); product type: heart valve; implant date: (B)(6) 2026; explant date: n/a. Product ID: l-evprop34; product lot/serial number unknown; product type: compression loading system; implant date n/a; explant date n/a; product ID: safari; product lot/serial number unknown; product type: guide wire; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.